Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings from the reservoir. The customer's blood glucose reading was 416 mg/dl. The customer stated that she constantly get no delivery alarms going through several sets. The customer stated that the no delivery occurred during bolus and basal. The customer stated that the alarm was recurring. . The customer was assisted with performing 5.0 unit fixed prime. The customer stated that insulin did not exit and the pump alarmed no delivery. The customer was advised to return the reservoir for analysis.